Manufacturer narrative:
(B)(4) there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized due to a 1 month history of chest pain. Medication was administered and coronary angiography was performed. A 3.5 x 38 mm xience xpedition stent was implanted in the proximal right coronary artery (rca), where there was 90% stenosis. The patient recovered well and was discharged to home on (B)(6) 2014. On (B)(6) 2016, the patient was re-hospitalized after a 1 week history of chest tightness. Coronary angiography was performed and noted that the xience xpedition, implanted in the proximal rca had 90% in-stent restenosis. Additionally, stenosis was noted in the mid rca and distal rca. Angioplasty was performed using drug-coated balloons. The patient was discharged on (B)(6) 2016. No additional information was provided.